Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a cervical surgery, and when turning their dbs therapy on after the procedure, they experienced some lightheadedness and double-vision. The rep had the patient cover each eye and it appeared the issue was with the left eye. The patient turned the right ins off and the symptoms resolved. When turned back on, the symptoms returned but not as significant. The stimulation was lowered from 2.6 v to 2.4 v, and the symptoms resolved with consistent control of their parkinson's. It was noted they had never had these side effects before and they had turned their device on and off many times recently. It was unknown if there were any environmental, external, or patient factors that contributed. The issue was resolved at the time of the report. No further complications were reported or anticipated with this event.